Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/25/2014 with the following findings: the complaint could not be duplicated with investigation. A related alarm was found in the pump¿s black box. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the force sensor and motor flex cable and connector. Unrelated to the complaint, the display screen was dim and discolored. A battery compartment crack was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump emitted several call service cs078 alarms within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.